Event description:
It was reported that the bd maxzero¿ extension set was not even and gets stuck, doesn¿t turn fluidly, hard to use, not the original quality. The following information was provided by the initial reporter: quality concern with extension set connection- not even, gets stuck, doesn¿t turn fluidly, hard to use, not the original quality.

Manufacturer narrative:
Investigation summary one photo of the product packaging was received by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. The photo submitted by the customer does not show the connection issues that are reported. A device history record review for model mz5309 lot number 22099164 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set was not even and gets stuck, doesn¿t turn fluidly, hard to use, not the original quality. The following information was provided by the initial reporter: quality concern with extension set connection- not even, gets stuck, doesn¿t turn fluidly, hard to use, not the original quality.